Event description:
It was reported that pericardial effusion (pe), cardiac perforation, and cardiac tamponade occurred. The patient died. A left atrial appendage (laa) closure procedure was being performed under intracardiac echocardiogram (ice) imaging and fluoroscopy. Pre-procedure imaging confirmed there was a small right sided pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system. A watchman access system (was) was advanced with a 27 mm watchman flx pro closure device and delivery system (wds). The 27 mm wds was unsheathed and advanced into the laa but then the physician decided to remove the 27 mm wds and exchange it for a larger device. A 31 mm watchman flx pro closure device was inserted, advanced and deployed. A pe located at the distal back wall of the laa was noted, which led to cardiac tamponade. A pericardiocentesis was performed and bright red blood was removed. The closure device was implanted. The procedure was concluded, and the patient was sent for cardiac surgery where the implanted closure device was explanted, the cardiac perforation repaired, and the laa was surgically ligated. The patient required two (2) units of blood transfusion along with two (2) units of fresh frozen plasma and intravenous fluids. The patient coded. The patient was admitted in the intensive care unit (ICU). The patient was made a do not resuscitate (dnr) status by the family. Two (2) days post index procedure, the patient died. In the physician's opinion, the was was against the back wall of the laa so during deployment, the closure device perforated the laa wall.